Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-05098 and 2210968-2024-05099.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date, and suture was used. During the surgery, when suturing a few stitches, the needle had been detached. It occurred twice in a row. It was not a control release needle. There were no adverse consequences to the patient. Further details are not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample that pertain to product code y303h was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. In order to evaluate the conditions of the detached needle, the hole was noted with marks probably caused by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. In addition, the suture was inspected, and crimping was found near the swage area that appear to be caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.